Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: impact code f1001: is being used to capture the reportable event of aborted, cancelled procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used on an intragastric balloon placement procedure used to treat obesity performed on an unknown date. During the procedure, it was noted that the balloon coating did not give way. Balloon did not inflate. This resulted in the procedure being rescheduled to an unknown date. The patient reported pain.